Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the receiver would not turn on. No additional event or patient information is available. The complaint device receiver was provided for investigation. The device was visually inspected and no defect was found. The receiver log was reviewed and firmware errors were observed. The reported event of receiver would not turn on was confirmed during log review. The root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.